Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient¿s system controller was exchanged. Log files from the exchanged controller captured low flow, driveline disconnect, and pump off alarms on (B)(6) 2024 at 2:11:31pm through 2:41:49pm where the driveline was disconnected from the controller. It appeared that the driveline was disconnected from the controller prior to (B)(6) 2024 at approximately 2:11pm. Log files from the patient¿s new controller captured a series of no external power events on (B)(6) 2024 due to what appeared to be the mobile power unit losing power.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4 primary UDI number: corrected. Manufacturer's investigation conclusion: no device-related issues with (B)(6) were reported or identified through this evaluation. The customer submitted log files from the patient¿s old and new system controllers for review following a system controller exchange. The submitted log files collectively contained events from (B)(6) 2024. The driveline was disconnected once from the old controller and was subsequently connected to the new controller on (B)(6) 2024 completing the exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. No device-related issues were reported; however, section 2 "system operations" provides instructions on replacing the current system controller with a replacement system controller. This section (under "system controller warnings and cautions"), also states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." This section also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.